Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was both moderately calcified and tortuous and 90% stenosed. A traveler rx balloon dilatation catheter was advanced; however, it failed to cross due to the anatomy. Resistance was noted during removal. There was no adverse patient effect or a clinically significant delay in the procedure. A non-abbott device was used to continue the procedure. No additional information was provided.